Event description:
It was reported that, "dr was attempting to remove targeter from nail. The nail holding bolt would not turn. He removed nail from pt's hip. Upon multiple attempts (30min), he was able to get nail holding bolt to release. At that time, used another nail and nail holding bolt and finished procedure."

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.